Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported feeling the implant warming up when placing their cellphone in their back pocket, directly over the implant site. The patient confirmed that this occurred for the first time approximately two days ago. The agent explained that a cellphone can interact with the implant and advised the patient to keep it away from the device. The patient was redirected to their healthcare provider (hcp) for further evaluation.